Event description:
Two separate weck auto endo 5 clip appliers misfired and/or had staples jam in the jaw of device per the physician. Each time a new applier was introduced to the field. The third applier functioned properly and the procedure was completed as planned with no harm to the patient. The devices were saved and will be returned for failure analysis. Manufacturer response for clip, implantable, weck (per site reporter). The rep was contacted to retrieve the device. It will be reported to the quality team. Any further correspondence will be shared. Manufacturer response for clip, implantable, weck (per site reporter). The rep was contacted to retrieve the device. It will be reported to the quality team. Any further correspondence will be shared.